Event description:
End user's son reported end user was driving the power wheelchair in her home hallway and allegedly accidentally drove into the wall injuring her leg.

Manufacturer narrative:
Operator error, no malfunction suspected. The end user accidentally drove the power wheelchair into wall. Hoveround's owner manual warns end users "to avoid serious injury or death from a fall or collision, set speed/response control for the environment and your skill level. Set control to minimum if you are a less experienced driver or are in a confined space."